Event description:
Patient came to emergency department with device in a reset mode. Device was eri in backup pacing mode vvi at 67 bpm, tachycardia therapies had been disabled and device was unable to be reprogrammed. Patient needed emergent device change out. Manufacturer response for (B)(6) , sjm unify assura 3257-40q (per site reporter): have not heard back from (B)(6) yet.